Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The government agency reported that an ophthalmic irrigation and aspiration handpiece was leaked during the surgery. The surgery was completed with the alternative product. The details of the patient impact have not been reported.